Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 270 mg/dl. The user addressed bg level with a bolus via the pump. Reportedly, an incomplete cartridge change alert occurred as the user did not complete the change cartridge within 90 seconds.